Manufacturer narrative:
Continuation of d10: product ID: 97755-s, serial# (B)(6), product type: recharger. Analysis of the recharger, model 97755-s, s/n: (B)(6) found recharge antenna complaint unverified - found no issues with finding or charging ins. No anomalies were visually observed. Passed final functional test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they couldn't get their controller to charge past 50%. Patient said the issue had been going on for a couple days now, and they thought they hadn't charged the controller all the way, so last night they had the controller on the charger. When they got up this morning, the controller was still at 50% - they "redid everything," went out to a doctor's appointment, and when they returned it was still at 50%. A replacement battery pack was sent out. No symptoms were reported.  Additional information was received from patient stating they got the li battery pack in the mail. Patient unlocked controller. Controller showed 90% and implant 70%. Agent instructed patient to check for damage. No visible damage to the recharger. Patient noted the recharger paddle and the relay box gets hot. The issue was not resolved. A replacement recharger (rtm) was sent out. No symptoms were reported.  Additional information was received from patient inquiring about the cap that was on the recharger. Patient was able to remove the cap and plug the replacement into the controller without issue.